Event description:
It was reported that a spectrum pump alarmed upstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom upstream occlusion error while running a loaded set, caused by a failed upstream sensor. Eval found the ultrasonic readings to be below specification. Low ultrasonic readings can make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.